Manufacturer narrative:
The customer reports that the cns (central monitoring system) is experiencing intermittent power issues. The customer stated that the screen flashed white, then made a very piercing noise and shut off. She states after about 10 minutes a coworker was successfully able to reboot the cns and see all 6 total patients for the picu. She states that there is an ozone smell after rebooting. Customer confirmed that the cns was plugged into a red emergency power outlet. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reports that the cns (central monitoring system) is experiencing intermittent power issues. The customer stated that the screen flashed white, then made a very piercing noise and shut off. She states after about 10 minutes a coworker was successfully able to reboot the cns and see all 6 total patients for the picu. She states that there is an ozone smell after rebooting. Customer confirmed that the cns was plugged into a red emergency power outlet.

Manufacturer narrative:
The customer reports that the cns (central network station) is experiencing intermittent power issues. The customer stated that the screen flashed white, then made a very piercing noise and shut off. She states after about 10 minutes a coworker was successfully able to reboot the cns and see all 6 total patients for the picu. She states that there is an ozone smell after rebooting. The customer confirmed that the cns was plugged into a red emergency power outlet. During follow-up with the customer, the customer reported the cns was connected to a powervar ups. At the time, the hospital unit was experiencing surges in the power system. The biomed replaced the batteries in the ups and this resolved the issue. The device involved in this report was not returned to nihon kohden due to the problem being resolved over the phone. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.